Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. It was reported that the patient¿s anatomy was torturous, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The valve was planned to be deployed a third time, however at this point, the capsule was reported to be broken. Images of the capsule were provided, confirming a buckle on the proximal portion of the valve. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown, however, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the challenging anatomy present may have caused or contributed to the capsule damage, but this cannot be conclusively confirmed with the evidence available. The capsule buckle resulted in the valve being unable to be completely recaptured. Historically, high forces in the system may result in unable to recapture the valve. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In order to withdraw the dcs from the patient, the tension in the dcs needed to be released. This release of tension formed a gap near the distal end of the capsule. The patient's aorta was large enough to accommodate the partially recaptured valve as it was being withdrawn. The dcs and valve were successfully withdrawn from the patient. A new valve was loaded into a new dcs. The valve was successfully implanted. No adverse patient effects were reported. Complaints for this event type are reviewed and no further action is recommended at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), it was reported the patient had a tortuous femoral artery, an aortic arch with a strong bend and a horizontal aorta with more than a 60 degree angle. The valve load was verified via fluoroscopy and a misload was not identified. No unusual resistance was felt while loading the valve. There was no difficulty inserting the dcs into the access site. The valve was attempted to be deployed and was recaptured due to the patient's anatomy. The valve was attempted to be deployed a second time and was recaptured due to a deep implant depth at the left coronary cusp (lcc). It was reported that there was significant tension in the dcs when the valve was in the deployment position, which was attributed to the complicated anatomy. The valve was planned to be deployed a third time, however at this point, the capsule was reported to be broken. The capsule of the dcs was broken at the proximal portion, resulting in a "slump" of the device thus the valve was unable to be completely recaptured. In order to withdraw the dcs from the patient, the tension in the dcs needed to be released. This release of tension formed a gap near the distal end of the capsule. The patient's aorta was large enough to accommodate the partially recaptured valve as it was being withdrawn. The dcs and valve were successfully withdrawn from the patient. A new valve was loaded into a new dcs. The valve was successfully implanted. No adverse patient effects were reported.